Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced spinal bleeding following the explant of their system, which occurred on an unknown date in sep2022. The patient was hospitalized, and unspecified surgical intervention was undertaken to address the issue.